Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit. Upon arrival the customer stated that the damage to the catheter or a leak from the extender was a possibility. The fse found the safety disk to be just over 7,000,000 cycles and system stating to replace. To resolve the issue, the fse replaced the safety disk and ran associated functional test. The fse allowed the unit to run for an hour with no additional alarms. The fse then performed calibration, safety, and functionality checks passed factory specifications. The unit was returned to the customer and released for clinical use. (B)(6).

Event description:
It was reported by the customer that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) was alarming gas gain in iabp circuit and gas loss in iabp circuit. There was no patient harm or adverse event reported.